Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the device became stuck on the guide wire. Following successful deployment of the 5 x 59 x 75 innova stent the delivery catheter became stuck on the non-bsc guide wire. The delivery catheter and guide wire were removed together. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer - the innova stent delivery system (sds) was received with a non-bsc guidewire lodged inside the wire lumen. There was dried blood in the wire lumen. There was no damage or irregularities. The stent was not returned, which confirms the reported stent was placed. The guidewire was protruding 20.5cm from the tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the sds. The outer diameter of the wire was .035". The catheter was soaked in a bath of warm water to attempt to loosen dried blood in the wire lumen. The guidewire could not be removed. The handle was opened to confirm that the guidewire was not bound up. The sds was locked-up on the guidewire. It appears that this was attributable to the presence of dried blood in the wire lumen. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the device became stuck on the guide wire. Following successful deployment of the 5x59x75 innova stent the delivery catheter became stuck on the non-bsc guide wire. The delivery catheter and guide wire were removed together. No patient complications reported.